Event description:
Sorin group received a report that during a procedure, co2 levels began to increase. The clinician elected to change out the primeo2x oxygenator. After the device was changed out, the gas levels returned to normal levels and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x adult hollow fiber membrane oxygenator. The incident occurred in 1718850-2013-00069. This medwatch is being filed on behalf of sorin group (B)(4). The unit was returned to sorin group USA for eval. Gas exchange testing confirmed the reported problem. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.